Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. The display unit and display unit base/som board were replaced. The device passed all other tests and was returned to patient service. As the display of the triangle error message alerted the user to the device¿s condition prior to use, it prevents use of the device until resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, clinical staff discovered a triangle error message displayed on the arkon between cases. The unit was not in patient use when the issue was discovered. No injury was reported.